Manufacturer narrative:
The device was returned for evaluation. A visual inspection was performed on the exterior and interior of product and no damage was found. Unit appears to be in average condition. Complaint of excessive fluid usage could not be reproduced. Product passed functional testing with no faults or errors. Product passed functional testing during 6 hour burn-in on wet station utilizing low and high pressure and flow settings. Raw and zero transducer readings were normal and well within specs during all functional tests. Excessive fluid usage did not occur during testing. No problem found. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during a shoulder arthroscopy using a arthroscope, there was fluctuating pressure. It was also reported that the doctor has to use 18 bags of 3000 ml fluid versus his normal 4 bags. There was no reported delay, patient injury or complication. A backup device was available to complete the surgery. (B)(4).